Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed leaflets, and pre-existing flail. A mitraclip xtw (50609a2060) was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened beyond the allowable 5 degrees. Troubleshooting was performed, and the clip was reclosed. However, the clip failed efaa again, with the clip continuously opening to 20-30 degrees. Therefore, the clip was removed and replaced. Two clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.